Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) discussed possibility of performing a commanded to shock to obtain actual shock lead impedance and mention it is physician discretion either to continue monitoring or replaced lead. It was noted that since previous implantable cardioverter defibrillator (ICD) changeout procedure this rv lead shock impedance has been high out of range greater than 125 ohms. This rv lead remains in service. No adverse patient effects were reported.